Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The memory of the device noted low out of range impedance measurements on the rv lead. The memory also noted lead impedance measurement timeouts which results in three faults within forty-eight hours that put the device into safety mode. Review of the device diagnostics noted the device had higher power than calculated the day of implant. The device case was removed and a high current was noted when a pacing load was attached to the rv. The cause of the high current was confirmed to be an anomaly within the mixed mode integrated circuit.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker was found in safety mode upon the patient's presentation for routine follow-up approximately one month post-implant. The patient denied any exposure to environmental radiation in recent times aside from a chest x-ray from a recent lead revision for an unrelated cause. A revision procedure was subsequently performed wherein the device was explanted and replaced. It was noted that the patient's condition worsened as a result of additional intervention shortly following their previous procedures and replacement of this device. The patient continues to recover in the hospital. No additional adverse patient effects were reported.